Event description:
It was reported that loss of capture and low sensing were observed. Lead dislodgement was observed. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.